Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm and a motor position encoder error alarm. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self- test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify alarms due to motor error alarm. The insulin pump had minor scratched display window.